Event description:
It was reported that stimulation stopped ¿several months ago¿ and symptoms had returned. The patient was not feeling anything. Many settings were tried and an x-ray taken a month prior found that the ¿leads¿ looked ¿ok/fine.¿ a surgery was scheduled and a lead re vision/replacement was done on the date of this report as ¿something was wrong¿ with the lead. No further information was reported. Further follow up is being conducted to obtain additional information. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0f2w6, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).